Manufacturer narrative:
Correction: unique device identifier (UDI)#. Additional information : manufacturer narrative: investigation summary: pump module sn: (B)(6). Although the reported complaint of over infusion on pump module sn: (B)(6) was not confirmed during log review or reproduced during laboratory testing, inspection of the device identified extraneous objects inside the rear case which could affect accuracy depending on where it rested at the time of infusion. External and internal inspection of the device showed a screw from the motor control board and a broken piece of the iui bracket were loose inside the rear case. Laboratory testing of the returned pump module showed the device was inconsistently delivering fluids within specification. Review of both returned pcu event logs showed the suspect pump module sn: (B)(6) was not attached or in use on either returned pcu at any time prior to being returned for investigation. The event date was reported as 25 march 2024; however, review of the pump module event log showed the device was not in use on the reported event date and the most recent use was on 24 march 2024 attached to pcu sn: (B)(6). At 7:08 pm, the pump module was programmed to infuse an unknown medication at a rate of 2.5 ml/hr (vtbi= 115 ml) but was immediately paused. At 7:09 pm, the rate was changed to 5 ml/hr and started; however, the infusion was paused within twenty (20) seconds, review of the logs could not determine the amount of volume in the IV bags at the start or end of the infusions. It is also not possible to determine what the fluid is that is contained within the IV container. The pcu event log only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The setup of the system and the medication bag at the time of the reported event could not be confirmed. Review of the pump module error log showed no errors were recorded on the reported event date or date of most recent use. Inspection and testing of the returned event administration set found an occlusion at the set¿s filter; however, this was considered an incidental finding and not related to the reported complaint. Because of the original report that the returned administration set was used on pump module sn: (B)(6), testing was completed using this configuration. However, it was later reported the returned set was associated to pump module sn: (B)(6). Inspection and testing of the event administration set associated to this device could not be performed because the set was not returned for investigation. Pump module sn: (B)(6). The reported complaint of over infusion on pump module sn: (B)(6) was not confirmed during log review or reproduced during laboratory testing. External and internal inspection of the device showed incidental findings only with no relation to the reported complaint. Laboratory testing of the returned pump module showed the device was delivering fluids within specification. The event date was reported as 09 february 2024; time was not reported. Review of the pcu sn: (B)(6) event log showed, on 09 february 2024 at 10:40 am, pump module sn: (B)(6) was selected and programmed guardrail drug diltiazem (drugid=332) to infuse at a rate of 5 ml/hr (vtbi= 250 ml). Within one minute of starting the infusion, the pump module was paused, and a delay was programmed (15 minutes). At 10:44 am, the pump module was channeled off; the pcu was powered off. Total volume infused of diltiazem (drugid= 332) by pump module sn: (B)(6) was recorded as = 0.103 ml review of the logs could not determine the amount of volume in the IV bags at the start or end of the infusions. It is also not possible to determine what the fluid is that is contained within the IV container. The pcu event log only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The setup of the system and the medication bag at the time of the reported event could not be confirmed. Review of the pcu sn: (B)(6) error log showed no errors were recorded on the reported event date. After the original investigation was submitted, additional information was received that reported the returned suspect administration set was associated to pump module sn: (B)(6); however, no additional testing could be completed using this configuration. Pump module sn: (B)(6). The reported complaint of over infusion on pump module sn: (B)(6) was not confirmed during log review or reproduced during laboratory testing. External and internal inspection of the device showed incidental findings only with no relation to the reported complaint including a third-party manufactured door latch/sear. The third-party parts notice (dated 07feb2022) states that only original bd pump module parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise in the directions for use. Laboratory testing of the returned pump module showed the device was delivering fluids within specification. The event date was reported as 11 march 2024; time was not reported. Review of the pcu sn: (B)(6) event log showed on the system was not in use on the reported event date. Prior to the reported event date, the most recent use of suspect pump module sn: (B)(6) was identified on 07 march 2024. At 2:42 pm, the pump module was programmed to infuse an unknown medication (drugid= 404) at a rate of 5.413 ml/hr. At 3:12 pm, the pump module alarmed air in line before being channeled off. Total volume infused of unknown medication (drugid= 404) by pump module sn: (B)(6) was calculated as = 139.591 ml. Review of the logs could not determine the amount of volume in the IV bags at the start or end of the infusions. It is also not possible to determine what the fluid is that is contained within the IV container. The pcu event log only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The setup of the system and the medication bag at the time of the reported event could not be confirmed. Review of pcu sn: (B)(6) error log showed no errors were recorded on the reported event date. Inspection and testing of the event administration set could not be performed because the set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident: per product labeling, alaris system user manual (v12.1), it states within warnings and cautions of the loading instructions: do not touch the administration set while closing the door. Ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The systems were being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note: the pumping mechanisms were disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center, or the customer. Root cause: the probable cause of the complaint of over infusion on pump module sn: (B)(6) is being attributed to extraneous objects found loose inside the rear case. A screw was observed missing from the motor control board and a piece of bezel assembly¿s iui bracket were recovered during disassembly. Extraneous objects can affect the accuracy of the device. The root cause of the complaint of over infusion on pump module sn: (B)(6) was not identified. Laboratory testing showed the device was delivering fluids within specification. The root cause of the complaint of over infusion on pump module sn: (B)(6) was not identified. Laboratory testing showed the device was delivering fluids within specification. Note that imdrf annex a040502, a1801, c0601, d01, d15, and g04037, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device infused faster than expected. There was patient involvement but no harm. Although multiple attempts have been made requesting for additional information, none was provided. Bd received additional information. It was reported to bd representatives during their site visit on (B)(6) 2024: event 1: february 9, 2024. Location of event: emergency department: diltiazem programmed to infuse at 5ml/hour with volume to be infused (vtbi) 250ml. The nurse stated that she walked away for a minute and when she came back the bag was empty. Pump module s/n: (B)(6). Event 2: march 11, 2024. Reported location of event: infusion center. Unknown drug or rate. No harm to patient. Pump module s/n: (B)(6). Event 3: march 25, 2024. Reported location of event: infusion center. Unknown drug or rate. No harm to patient. Pump module s/n: (B)(6).

Event description:
It was reported that the device infused faster than expected. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, unique device identifier (UDI) #. Added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device infused faster than expected. There was patient involvement but no harm. Although multiple attempts have been made requesting for additional information, none was provided. Bd received additional information. It was reported to bd representatives during their site visit on june 20, 2024: event 1: february 9, 2024. Location of event: emergency department: diltiazem programmed to infuse at 5ml/hour with volume to be infused (vtbi) 250ml. The nurse stated that she walked away for a minute and when she came back the bag was empty. Pump module s/n (B)(6) event 2: march 11, 2024. Reported location of event: infusion center. Unknown drug or rate. No harm to patient. Pump module s/n (B)(6). Event 3: march 25, 2024. Reported location of event: infusion center. Unknown drug or rate. No harm to patient. Pump module s/n (B)(6).